Event description:
It was reported that during the implant procedure, the helix on this right atrial (ra) lead would not extend. The lead was repositioned several times, but lead measurements were not able to be taken because the helix never extended. After several attempts, the physician requested a new lead, which was implanted successfully. No adverse patient effects were reported. The attempted lead was later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.